Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button on the insulin pump was hard to push and get it to respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc and act buttons on the insulin pump had intermittent response due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.